Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 727103) inserted for female sterilisation. The patient's medical history included gravida ii, parity 2, pelvic pain, menorrhagia and anemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 2 coils on the right tubal and 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a. Uterus, cervix, fallopian tubes, total hysterectomy bilateral salpingectomy: unremarkable myometrium. Proliferative pattern endometrium. Unremarkable cervix. Unremarkable fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received lot number, medical history, lab data, reporter information, patient demographic was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (batch no. 727103) inserted for female sterilization. The patient's medical history included gravida ii, parity 2, pelvic pain, menorrhagia and anemia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 2 coils on the right tubal and 3 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: a. Uterus, cervix, fallopian tubes, total hysterectomy bilateral salpingectomy: unremarkable myometrium. Proliferative pattern endometrium. Unremarkable cervix. Unremarkable fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.